Manufacturer narrative:
Note:the initial 5-day decision criteria and 30-day decision criteria regarding if the case is reportable or not has been met. Based on the knowledge and understanding at that time it was decided not to send any MDR report. The reason for a new decision is based on the clinical evaluation made late july 2019, driving discussions. Based on the result of the clinical evaluation and the discussions a new decision to report was made.

Event description:
End user was experiencing an allergic reaction from both hearing aids behind both ears also giving pain behind the ears (initially it was said both ears, but later information pointed out it was only behind the right ear). Gn hearing australia sales representative met with the customer to discuss end user complaint. The end user suffers from a lot of general allergic reactions, but the pain from the hearing aid seemed to be due to poor positioning and too long tubing being used. Customer wanted to try the same model of hearing aids with different positioning. End user does not want to move to receiver in the ear type of hearing aids. The end user went to a general practitioner for treatment of reaction behind the ear. End user received antibiotics and topical steroids which resolved the reaction.